Event description:
It was reported that this artificial urinary sphincter (aus) stopped working and presented fluid loss. A surgical procedure was performed, during which all components were removed and replaced. No patient complications were reported.